Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: product ID a3dr01 implantable pulse generator (ipg) implant date 2013-(B)(6), product ID 5086mri58, implantable pacing lead implant date 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient developed cardiac tamponade soon after implantation. By thoracotomy, an atrial helix perforation was confirmed in the atrial appendage. The lead perforation was treated accordingly. No further patient complications have been reported as a result of this event.